Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) control knobs were broken. The epg is to be returned for service, current status is unknown. There was no patient involvement.

Manufacturer narrative:
Analysis confirmed the customer's comment that the upper case was broken with the encoder is pushed inside of the device. It was also noted that the output connector assembly, hanger assembly, and lower case were broken. One knob was missing. Three knobs and the encoder assembly were contaminated. The display wires were pinched and the wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the menu parameter dial of the external pulse generator (epg) was missing. The rotary switch under the knob was loose due to the housing holding in place being physically damaged. The external pulse generator (epg) was returned repair.